Event description:
It was reported that the table locks did not actuate after the float command pedal was released, causing the tabletop to unexpectedly free float in both longitudinal and lateral directions. The incident was discovered by the technologist while cleaning the table after being used on a patient. No injury was reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) was dispatched to the site after receiving the report. Upon arrival, the fe discovered that the problem had been resolved. According to the site, foreign debris was found lodged in the pedal mechanism that allowed the pedals to activate and prevented the locks from engaging.